Manufacturer narrative:
Integra has completed their internal investigation on 14jan2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the review of manufacturing records showed no evidence of nonconformance that could have caused or contributed to the reported defect. A review of complaints for pip implant fractures (both intra-op and post-op) during the last 5 years showed (B)(4) complaints. During this period of time, there have been approximately(B)(4) units sold. The resulting overall rate of complaints is (B)(4)). Trend analysis of the yearly complaints does not represent an adverse trend. Conclusion: the cause of the failure has been identified as resulting from impacting the unsupported head when the stem of the implant has not been fully inserted into the medullary canal due to an improperly prepared oblique osteotomy.

Event description:
It was reported one of the implants broke when it was put in the patient and had to be taken out. The surgeon then proceeded with the same two implants and finished the case successfully. It was reported that although the device was in contact with the patient there was no patient injury.